Event description:
It was reported from the (B)(4) study that the right atrial (ra) lead was intermittently oversensing. The ra lead remains in use and no action will be taken at this time due to the intermittent occurrence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.